Event description:
It was reported that prior to a normal device replacement, the right atrial (ra) lead had normal impedances. When the ra lead was removed from the pocket, pace impedances measured greater than 3000 ohms. Noise oversensing was also observed. The ra lead was abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.